Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
During follow up on an unrelated event a nurse at the clinic reported a peritoneal dialysis (pd) patient had been transitioned to hemodialysis following a peritonitis event. During additional follow up the patient's nurse reported the patient had been hospitalized in (B)(6). Medical records show while hospitalized the patient continued pd treatment and was diagnosed with peritonitis. The first date of peritonitis appears to be (B)(6) 2017 as the patient's effluent was found to have rare gram positive cocci bacteria. The patient was started on antibiotics. On (B)(6) 2017 the patient's pd catheter was surgically removed and the patient transitioned to hemodialysis. The admitting notes state the patient was admitted for suspected peritonitis (B)(6) 2017. On (B)(6) 2017 the patient was discharged with a change of modality to hemodialysis. During additional follow up the patient's nurse reported the peritonitis was attributed to a breach in technique. The patient had a history of poor ability to maintain aseptic technique which contributed to the nephrologist's decision to remove the patient's pd catheter. The set was discarded.